Event description:
Pt fell backwards when trying to stand up using the walker in her house. The rear left leg on the walker is bent in the middle. No injury was reported. Upon eval, it was found that the right rear leg is broken below where the crossbar is riveted to the side frame.